Event description:
Baxter affiliate reports two patients experienced patient reactions while using syntra dialyzers. Both experienced itching after exposure to reused dialyzers. One of the two patients experienced a "nettle rash" after treatment number six and the other patient experienced a significant blood pressure drop after the tenth use.